Event description:
Drill bit broke off while using. Portion of drill retrieved from wound. Both pieces of broken drill accounted for. X-ray taken and read as negative.what was the original intended procedure?right total hip arthroplasty.